Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be due to the observed torn silicone valve in the clip introducer. However, a cause for the tear cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient. There was a leak identified during the procedure, the clip introducer was leaking blood out of the hemostatic valve of the clip introducer. The clip was implanted successfully and a second clip was then implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.